Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the neoplastine laboratory method. At 12:00 pm the result from the meter was 6.8 inr. At 12:05 pm the result from the meter was 6.2 inr. At 12:10 pm the result from the meter was 6.1 inr. At 1:15 pm the laboratory result was 3.7 inr. The laboratory result was deemed to be correct. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer has no hematocrit concerns, is not on heparin therapy, is not on direct thrombin inhibitors, had no changes in coumadin dosage, is on no new medications, no new additional illnesses, and no symptoms or signs of bleeding or bruising. The customer does have antiphospholipid antibodies. The customer stated that they have had a diet change of "(B)(6), cracker, and chicken soup." The customer's meter and test strips were requested for return. Replacement products were sent. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.